Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the volume on pump sounds the same as volume 5 when its on volume 1. Customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshoot. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volume. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.